Event description:
The affiliate alleged a customer reported that healthcare worker received a burn. The affiliate reported that the healthcare worker washed the hands with running water. The skin whiteness was recovered within four days but the tingling sensation remained. The worker did not wear personal protective equipment (ppe). The healthcare worker saw a doctor, but nothing was prescribed.

Manufacturer narrative:
Other - skin contact.